Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient reported that his cgm reading showed it was about 100 mg/dl and dropping. The patient did not do any finger stick at that time. He took a shower and was about to drink orange juice when he suddenly lost consciousness and fell down. The patient was unconscious until his wife arrived from work and found him lying on the floor, foaming in the mouth at about 6:00 pm. His wife then called the emergency medical team (emt) and they arrived within 5 minutes. When the emt arrived, they took a fingerstick reading which showed he had a bg reading of 37 mg/dl. The patient does not recall what his cgm reading was at that time. He was treated with IV medication. When he gained consciousness, he was brought to the hospital and arrived there at about 7:00 pm. They did an x-ray to check for any injuries since he fell down but patient only said his back was sore. He does not recall any treatment/medication given to him at the hospital. He could not also recall the bg and cgm reading he had at the hospital. The patient was hospitalized for 2 days until he was discharged on (B)(6) 2025. The patient said he was fine after going home, during the call. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
H2 additional information. H6 type of investigation - additional.

Event description:
Subsequent to the initial MDR, additional information became available.